Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error in the logs and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was tested on an in-house system and triggered no errors. The usm was also tested on a patient fixture test platform (pftp) and passed all tests. There was no fluid intrusion or physical damage. Logs showed errors 32096 & 32097 starting with the setup joint. The complaint was confirmed based on failure analysis. The potential root cause is attributed to the fru connector pogo-pin and wiring harness.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical support engineer (tse) about the multiple errors and non-recoverable error that occurred. The customer power cycled the system to recover and then moved universal surgical manipulator (usm) 1 away and continued with the remaining usms. The logs showed errors reported by usm 1. The procedure was completing as planned with no reported injury.